Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform the occlusion test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Troubleshooting for motor error alarm was performed. Customer advised during the fill tubing process the motor error alarm would occur. Customer advised the support cap was indented. Customer advised they were able to get into the basal/bolus menu and advised the settings were cleared. Customer advised they received a motor position encoder error alarm in addition to the motor error alarm.